Manufacturer narrative:
Pir: (B)(4). (1 of 2).

Event description:
The customer alleged that during a cataract surgery they noticed a dislocation between the body of the syringe 5ml and the rycroft cannula causing a posterior capsular rupture of the patients eye.